Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2025-14251 - device 2 of 6.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced diabetic ketoacidosis event, high blood glucose and went to the emergency room (ER) eventually got hospitalized event along with multiple insulin flow blocked alarm on (B)(6) 2025. It was reported from hospital that patient was ill with a viral infection and high fever which may have exacerbated the metabolic instability. The blood glucose level was high and the patient was treated with correction bolus via multiple daily injection (mdi) and the patient was treated with correction bolus. The blockage was in the tubing. The event occurred within three hours of insertion. The insertion site was upper buttocks. The infusion set was in use for one day. The blood glucose level was 405 mg/lb and ketone level was dangerous, life threatening at the time of event and the patient got treated with intravenous fluids of saline and insulin. The patient replaced the infusion set and resumed insulin deliveries successfully. The patient was visited to the emergency room/hospital on (B)(6) 2024 and released from the hospital on (B)(6) 2025. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-14251. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6014261, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 17-sep-2025 against "final reporting decision" equal "serious injury and death", "lot number" criteria equal lot number "6014261". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6014261 was manufactured according to the work instruction (wi) version 101 and packaged in the multivac 14, on 08-jul-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Tubing gluing: the tubing lot 5e03893 was manufactured according to the wi version 68 and manufactured in the machine sc05 and sc06, on 18-jun-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Connector glued: the connector lot 5e03730 was manufactured according to the wi version 15 and manufactured in the machine ls17, on 09-jun-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, no photo or physical sample was provided, therefore, the reference samples from the lot have been requested. Visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test air flow according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. All test results were within specifications as per the test report (B)(4). Conclusion summary of complaint investigation: as a result of the following: no defect on tests for samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.